Manufacturer narrative:
Unit received with cracked battery tube threads. Unit received with no button response due to flattened (escape and act) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to perform self test and displacement test due to no button response. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was cracked and piece broke off. Customer's blood glucose was unknown. Customer stated that the insulin pump still works as intended. Customer troubleshooting was not performed. The insulin pump will be returned for analysis.